Event description:
It was reported that iab had been in place for approx. 1 day when iabp experienced purge failure alarm amd blood and condensation was seen in helium tubing. Pumping was stopped and iab removed. No indication that reinsertion was required. There were no associated pt complications.